Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor broke and was not possible to insert. The customer's blood glucose from the time of the incident was not known. Events leading up to the incident are not known. Troubleshooting was not completed. The sensor will not be returned for analysis.